Manufacturer narrative:
The impella device has not been received from the customer, therefore, investigation of the device has not been possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported an 82-year-old female patient with acute myocardial infarction / cardiogenic shock was implanted with an impella cp for mechanical circulatory support. The complainant reported suction alarms occurred while the cp was on auto. Medical staff unsuccessfully tried to resolve the issue with repositioning under fluoroscopy. Medical staff then elected to explant the cp for a possible thrombus and implanted another cp. The patient survived the event.

Manufacturer narrative:
The investigation for low pump flow has been completed. The product was not returned for review. Data review: data logs confirmed the failure mode and clinical narrative. Logs showed after pump started, mc spiked followed low flow that triggered auto suction response and suction alarms. This event remained to the rest of the case. Based on clinical description and data analysis, the root cause of low flow was most likely biomaterial ingestion. The following have been reported incorrectly or missing from manufacturer device report 1220648-2024-12512: e4 should have been left blank. H.6 code 4641, 4628, and 1158 were reported incorrectly.